Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Bxs during ebus-needle broke off in patient lung. Ebus for cancer dx. Could have had calcified lymph nodes so potentially stay away from this needle for cases like this (older patients). Physician removed needle tip with raptor device. This ebus procedure was completed by the pulmonologist. He first used a boston acquire 22 g needle and it bend. He then used a olympus vizi 22 g needle and it bend as well. On a third try, he used the cook procore 22 g needle and this needle broke. The provider was able to retrieve all of the broken needle. This needle was packaged and given to supply chain for further follow up.